Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while filling a small volume intermate with 40ml sodium chloride, the balloon ruptured. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured october 12, 2015- october 14, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection identified a ruptured bladder. Microscopic examination of the external and internal surfaces of the bladder, rupture line, and stress member revealed no abnormalities. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.